Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead flex cover, two printed circuit board (pcb) screws, display screw, display, main printed circuit board, encoder flex , battery flex, and heart lead flex are corroded. Side bail covers, ring cover, and battery drawer are broken. Upper and lower cases, heart block, one case screw, and board connector cables are contaminated. One side bail and ring are missing.